Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found a large crack along the side of the battery compartment. The pump powered up and functioned properly. No other defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, patient found a crack in the battery compartment. Patient reported that the battery cap was intact and there was no moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.